Manufacturer narrative:
(B)(4). The customer did not retain the model and lot number which determines the date of manufacture and the 510k. Patient information ID as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
Customer reports that the holes of the tracheostomy tube are breaking. Recannulation was required.